Event description:
Reporter noted corneal burn occurred during procedure. Status reported as stable.

Manufacturer narrative:
A company service rep checked the system and found it to meet performance specifications. Will work with customer to review settings and technique.